Event description:
It was reported that during a liver resection procedure, on the third firing the device did not staple completely. This resulted in bleeding. The bleeding was controlled. Consequently, pt required a blood transfusion. The case was completed using suture ties. There was no other reported pt consequence.